Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the swg (spring wire guide) is kinking during insertion. The device was replaced.

Event description:
The customer alleges the swg (spring wire guide) is kinking during insertion. The device was replaced.

Manufacturer narrative:
(B)(4). The customer returned a guide wire assembly and the product lidstock for evaluation. The guide wire was returned retracted within the advancer tube and showed evidence of use. The guide wire was observed to have a bend towards the distal end of the body. The distal j-bend was deformed but intact. Microscopic examination confirmed the bend in the guide wire body. Both welds were present and were observed to be full and spherical. The bend in the guide wire was located approximately 32-36 mm from the distal tip. The guide wire length and outer diameter were measured and were found to be within specification. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire contained a bend approximately 32-36 mm from the distal tip. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.